Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a kink was observed below the drip chamber. Further visual inspection revealed that the kink was bonded with excessive solvent. Air passage testing was completed and the tubing was found to be blocked at the kink. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flogard solution set was sealed at the bottom of the drip chamber. The sealed tubing resulted in no or a small flow of solution through the device. This was found while trying to prime the device. There was no patient involvement. No additional information is available. This is report 2 of 3.